Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after filling a cartridge with insulin. Reportedly, the cartridge was filled with 120 units of cold insulin, and the insulin gauge displayed 50 units, which the customer believes is too low. The customer's blood glucose level was 82 mg/dl. Tandem technical support advised the customer use room temperature insulin. The customer acknowledged the advise and will continue using the pump for insulin therapy.